Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. It was reported that the customer was hospitalized due to diabetes ketoacidosis. The customer reported having too much scar tissue. The customer's phone call was disconnected before information regarding the event could be provided. No additional information was provided.